Event description:
During a coronary stent procedure involving a calcified and 99% stenotic lesion in a very tortuous left circumflex coronary artery, the physician experienced difficulty crossing the lesion. Upon removal the stent appears to be "flared". No pt injuries or complications were reported.